Event description:
It was reported that a compression nut skipped/missed threads as pressure was placed on it during a proximal femur trochanteric fixation nail (tfn) procedure. There was no reported patient harm. The procedure was completed successfully. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that nemcomed manufactured the blade guide sleeve for trochanteric fixation nails, p/n 357.369, and lot #6163806 (supplier lot# 77886) on po #(B)(4) dated june 11, 2009 for (B)(4) pieces. Initially, the part conformed to the supplier¿s certificate of compliance, dated june 10, 2009 and to the synthes incoming final inspection sheet #(B)(4) revision ¿b¿. The parts were released to the warehouse on (B)(6) 2009. The blade guide sleeve for trochanteric fixation nails was made to the synthes drawing p/n 357.369, revision ¿f¿, released on (B)(6)2006. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the one buttress/compression nut and one blade guide sleeve were returned. These instruments are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The buttress/compression nut threads onto the guide sleeve, and connects to the aiming arm. The technique guide was reviewed for proper use of the instrumentation for this system. One buttress/compression nut and blade guide sleeve were received with the complaint that ¿a compression nut skipped/missed threads as pressure was placed on it during a proximal femur trochanteric fixation nail(tfn) procedure.¿ upon receipt of these devices it was seen that both devices show signs of use, but do not appear damaged or worn, when tested together, the complaint could not be replicated, the buttress/compression nut travels smoothly along the blade guide sleeve threading, regardless of applied pressure no levels of threading were ¿skipped.¿ this complaint is unconfirmed. Given the condition of the returned part, and the ability of the buttress nut and guide sleeve to maintain a secure and smooth threaded connection, this complaint is unconfirmed. This device was found to be acceptable for use and did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.